Event description:
The customer tested his blood glucose using 2 different meters. It's not known which meters the customer was using. One meter read 191 mg/dl, while the other read 559 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.